Event description:
Pt presented for routine hemodialysis on monday, 8/2/99, complaining of chest pain and shortness of breath over weekend. Dialysis without event but because of chest pain sent to emergency room post dialysis to r/o mi. Stable in emergency room without complaints, but routine blood draw revealed moderate hemolysis (elevated ldh, elevated bilirubin, normal potassium. Pt admitted (troponin elevated). Subsequently did well and was stable; had cardiac arrest (normal potassium, sigmoid volvulus, made no cardiac resuscitative treatment by family; then expired from arrhythmia 8/4/99.